Event description:
A purchasing representative from a site reported when the surgeon was hitting the top of the egg handle during a posterior lumbar fusion surgery with the stealth station treon system, the 5.5 tap remained in the patient after the apt became disassembled. The surgeon was able to remove the tap without any impact to the patient. The surgeon reportedly, was able to complete the case without apt, and he was able to set the remaining screws without navigation. She thought there were about 3 or 4 screws that were set without navigation. No impact on patient outcome reported.

Manufacturer narrative:
The lot number is not available. The suspected part has not been returned for evaluation.